Event description:
It has been reported to philips that the connector of the wired footswitch was broken. A philips service engineer repaired the connector and ordered a replacement. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the connector of the wired footswitch was broken. Upon inspection, fse found that there was a bad contact in the connector. The fse repaired the pedal connector. After repair of the pedal connector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.